Event description:
Customer reports blistering, oozing sores around nose. Md prescribed mupirocin ointment 2%.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.